Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a coronary stenting procedure to treat a target lesion in the mid left anterior descending (lad) artery. Pre-dilatation was performed using a 1.5 x 12 mm dilatation catheter. The 2.75 x 18 mm xience prime stent was deployed. Post stent implantation, a distal edge dissection was noted. A 2.5 x 15 mm xience prime stent was deployed to treat the dissection. There was no clinically significant delay and no adverse patient sequelae. No additional information was provided.